Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, physical damage at the material residue points was not confirmed. The root cause of the reported event is unable to be determined. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the up down knob could not be locked securely due to wear of the forceps elevator lever, the image had white dots due to damage on the charged coupled device unit, the plastic distal end cover had a chip, the adhesive on the bending section cover had a crack, the insertion section was too soft due to damage on the connecting tube, the connecting tube had a cut, the universal cord had a wrinkle, the air water cylinder and suction cylinder had no color, and the following had a scratch; the grip, right/left knob, up down knob, switch box, and the objective lens. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, it was observed that the gastrointestinal videoscope had foreign material in the air water tube and cylinder. There were no reports of patient involvement.